Event description:
Boston scientific received information that this patient was admitted to the hospital for a wound infection at the incision of the device pocket. It was noted to be related to the procedure and was treated with intravenous antibiotics, as well as, a silver alginate dressing. No additional adverse patient effects were reported. The system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.